Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 258 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose-indicating component of the sensor hydrogel, which likely contributed to the sensor replacement alert.a replacement sensor was provided to the user as part of the resolution. B4.date of this report 23 nov 2025. G3.date received by the manufacturer? 23 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.